Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server, devices were in disconnected and in critical override mode, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ es server, devices were in disconnected and in critical override mode, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h labeled for single use upon investigation of the actual device used in this incident, it was determined that the four machines were in disconnected mode, and one machine was on critical override. A technical support specialist (tss) confirmed that the issue was resolved after hospital information technology team (hit) performed updates on the network. The system functioned as intended after the hospital team resolved the issue.